Event description:
In 2009, the pt's husband reported the pt has had elevated blood glucose readings of 400-500 mg/dl with her target range being 120-140 mg/dl. He stated her readings are due to medication injections she is receiving for a spinal condition. He stated she uses her insulin infusion device to correct her readings. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.